Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary for (B)(4): helix disengaged from helical channel. Additional finding of blood in/on helix mechanism. Full lead returned and analyzed.

Event description:
It was reported that during the implant procedure, the right ventricular lead did not function properly and the helix would not extend. Outside of the body, the helix did not extend and retract after 25 rotations. The lead was not implanted and replaced. No patient complications have been reported as a result of this event.